Event description:
During troubleshooting for an alarm that appeared on the homechoice (hc), the home patient (hp) stated that some fluid leaked out of his transfer set while he was on his way home from the hospital. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause could not be determined. The sample was not returned to baxter and the product code and lot number are unknown. Therefore, no evaluation or batch review could be performed.